Event description:
Complainant alleged that while attempting to defibrillate a male pt, the device failed to discharge. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval, and this complaint is still under investigation.